Event description:
It was reported that the patient's backup system controller was removed from use because their power cords were lighting up and not clearing and looked as if it was damaged from the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B5 was initially reported under MFR # 2916596-2024-01841. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The serial numbers provide by the site were swapped. (B)(6) was the primary controller that could not save data to the heartmate touch monitor.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Section h6: medical device problem codes corrected. Manufacturer's investigation conclusion: incidental findings: tear on white power cable. The reported event of communication issue was confirmed with the returned system controller (serial # hsc-109959). The system controller was connected to test equipment and communication was unable to be established with the test system monitor. The power cables were replaced with test power cables, and communication was established. Electrical measurements confirmed the communication wires underneath the white strain relief did not pass specification. The white power cables were delayered, which revealed the damaged communication wires resulting in the communication issue. The damaged communication wires appear to be related to wire fatigue from repetitive flexing during use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 8, ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller connectors and cables. Under section 5, ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 4, system monitor, ¿a flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, check the system monitor-power module cable connections and restart the system monitor.¿ no further information was provided. The manufacturer is closing the file on this event.